Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient was revised due to dislocation. During the impaction of liner into the shell, the impactor broke at the threaded junction.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event for the lot referenced. Visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. The fracture of the impactor tip occurred in an overload condition consistent with an off-axis load on the helicoil threads. The deformation to only the upper threads suggested that the tip was not fully threaded at the time of overload. No material or manufacturing defects were observed on the fracture surfaces examined. Dimensional and functional inspections were not performed as the device was returned broken. The event was confirmed. The device was confirmed to be within the scope of CAPA which addressed the reported product and issue. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient was revised due to dislocation. During the impaction of liner into the shell, the impactor broke at the threaded junction.